Manufacturer narrative:
G4: (B)(6) 2020 b4: (B)(6) 2020 the service engineer replaced the power overlay, which resolved the problem. The device passed performance verification testing and was cleared for patient use. The corrosion of and damage to the power overlay was the root cause of the device malfunction. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17aug2020.

Event description:
During preventive maintenance, the field service engineer noticed signs of liquid contact with the power overlay, so he recommended the customer have the part replaced. There was no patient involvement. The overlay damage seemed to cause the device to turn itself on and off spontaneously.